Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was hospitalized on (B)(6) 2018 for a driveline infection. Swab and tissue cultures from epigastric wound grew pseudomonas aeruginosa and an ultrasound of the abdominal wall reported approximately 5x3.6x3.2cm communicating with the collection along lvad. The patient was started on IV daptomycin and aztreonam. White blood cell (wbc) count was 7.31 and c-reactive protein test (crp) 46.1. The patient underwent wound debridement on (B)(6) 2018 and was started on vacuum assisted dressing. A peripherally inserted central catheter (PICC) was inserted on (B)(6) 2018 for prolonged course of IV antibiotics. Outcome reported resolved on (B)(6) 2018.